Event description:
It was reported by vygon, tidi's medical device distributor in italy: the oncology department is reporting that on (B)(6) of (B)(6), four patients arrived with the PICC displaced of few centimeters because griploks did not hold the wings in place. As far as we know, our competent authority has not been informed of those events.

Manufacturer narrative:
The product was not received for evaluation, therefore, this report is based solely on the information provided by the customer. A device history record (DHR) of the affected lot did not reveal any issues that could have contributed to the reported incident. There were production issues noted throughout the run, but no ncrs were identified. All inspected samples passed all verification testing and met manufacturing specifications prior to being released for distribution. Historical complaint data was reviewed and found 15 complaints for securement devices for adhesive failure in the last 2 years, 12 of which were reported by vygon customers in europe. Retains were previously reviewed for another similar complaint from this customer and samples passed inspection, including functional testing via hanging weight test. All attempts to recreate the complaint have found no failures. The 3601cvc is a universal securement device designed to work with many different types of catheters. As such, this product has a wider glue base and a lack of foam cutout, which makes for a significantly stronger hold and requires extra skill to manage. Vygon has reported that they are suggesting to the end users other type-specific securement devices manufactured by tidi whose foam should prevent these issues. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file 2022-00917